Event description:
The third party service agent contacted stryker to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control replaced the user interface pcb assembly, to resolve the reported issue. Proper device operation was subsequently observed through functional and performance testing. The device was then returned to the customer. The replaced user interface pcb assembly was further evaluated at the stryker product assessment center, and the cause of the reported issue was determined to be due to a cracked and shorted capacitor, designator c181, on the user interface pcb assembly, which caused the device to display a white screen.

Manufacturer narrative:
Physio control evaluated customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted stryker to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.